Manufacturer narrative:
Updated patient information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a fractured of tibial base plate on the right knee. Components not revised: evolution femoral efsrp6pr lot# 1750136. Advance metal back patella kpon35mb lot# 1743601.